Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side was not functioning. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side was defective on the battery oscillator device. It was further determined that the turn knob and saw head were moving rough, and the rotary mechanism and the head rotating mechanism were running roughly. It was further determined during the pre-repair diagnostics assessment that the device failed for check the quick coupling for saw blades and for check the saw head. It was noted on the service order that the rotation lock was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.